Event description:
It was reported to tyco healthcare/kendall that during the insertion procedure of an indwelling hemodialysis catheter, the catheter perforated the left subclavian-innominate vein causing massive hemorrhage and required mediastinotomy to repair the perforated vessel.